Manufacturer narrative:
UDI # (B)(4). Requests for additional information and for product return have been performed. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information through implant patient registry that a 25mm 11500aj aortic valve was explanted after a duration of approximately seven (7) months due to unknown reason. A smaller size valve of the same model 23mm 11500aj aortic valve was implanted in replacement. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, f10 (device code), h10 (additional manufacturer narrative) valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, the root cause of this event cannot be conclusively determined. However, the event was most likely due to patient related factors. It was reported that the valve dehiscence was likely due to loeys-dietz syndrome. There was no allegation of device malfunction. The subject device was not returned for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25mm 11500aj aortic valve was explanted after a duration of approximately seven (7) months due to paravalvular leak secondary to valve dehiscence. This device was originally implanted for bentall surgery. Although there was no problem with this valve, it dehisced from the annulus likely due to loeys-dietz syndrome, and paravalvular leak was confirmed; therefore, replacement surgery was performed. A smaller size same model 23mm 11500aj aortic valve was implanted in replacement. There was no allegation of device malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected section h6 (method & conclusions codes).